Event description:
It was reported that, during a sacrospinous fixation procedure using a capio slim device, the dart detached. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of dart detachment.